Event description:
Acell product was implanted into pt on (B)(6) 2012. This product was later explanted during a procedure on (B)(6) 2012.

Manufacturer narrative:
Acell has spoken to surgeon. Based on discussion with the surgeon, acell is not aware of any clinical or pathological evidence indicating its product was related to the need for explant. Pt was implanted with matristem plastic surgery matrix xs in the right breast in a post-mastectomy reconstruction procedure on (B)(6) 2012 following tissue debridement and removal of infected strattice device (lifecell, inc.). At the time of explantation of the strattice device, the breast wall was noted to be thin. A drain was placed per normal protocol for 10 days. At an unk date following drain removal, potential seroma formation was observed. A drain was re-planted in a non-operative setting. At an unk date following drain placement, pus-like exudate was exiting the incision site. On (B)(6) 2012, approx 3.8 of the original device was removed along with approx 100ml of serous fluid. The operative diagnosis was acute inflammation. Cultures were reportedly negative. Matristem micromatrix (acell, inc.) Was subsequently implanted in the surgical site. No further complications have been reported. Device was used in an off-label procedure (breast reconstruction). The safety and effectiveness of the device for this indication have not been demonstrated and there is no FDA clearance/approval for this application. Acell is in the process of conducting a complaint investigation.